Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with an acute myocardial infarction (ami) and a resolute onyx rx coronary drug eluting stent was used to treat a lesion in the right coronary artery(rca) exhibiting thrombus and chronic total occlusion. The thrombus was aspirated. The lesion was predilated using a 3.5mm balloon and the stent was implanted at 16 atms. Post dilation was not performed. Post operative ivus was performed. There was 0% stenosis after the stent implantation. It was reported that three hours post implantation, the patient was returned to the ICU and there was a finding that the symptom was from ventricular fibrillation (vf) to st elevation, and coronary angiography (cag) was performed. 100% occlusion was observed. The patient was treated using a poba pci and intra aortic balloon pumping for the thrombosis. It was suspected that the thrombus was high due to the acute myocardial infarction. The patient is reported to be recovered.